Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, resistant bacteria were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The user stated that the subject microbiological testing was performed without reprocessing at the user facility after being returned from repair by olympus. The reprocessing method of the subject device at the user facility is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate these devices. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The instruction manual of the subject device provides preventive measures against the reported event as following. - always clean, disinfect, or sterilize the endoscope after removing it from the carrying case. If the endoscope is not cleaned, disinfected, or sterilized, it could pose an infection control risk. - the carrying case cannot be cleaned, disinfected, or sterilized. Clean and disinfect or sterilize the endoscope before placing it in the carrying case. - thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus. - before returning the endoscope for repair, contact olympus. With the endoscope, include a description of the malfunction or damage and the name and telephone number of the individual at your location who is most familiar with the problem. Also include a repair purchase order. When returning the endoscope for repair, follow the instructions given in ¿transporting outside the hospital¿ on page 78. If additional information is received, this report will be supplemented.